Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: proximal femur exhibits periprosthetic fracture adjacent to cementless short femoral stem. Cementless short femoral stems may in some cases be associated with increased risk of periprosthetic femoral fracture due to micromotion, with the anatomical variation of thick femoral cortex increasing the risk of fracture in this setting. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 110024462 lot# 67257938 g7 dual mobility liner 40mm d. Cat# 163663 lot# j7709983 28mm dia cocr mod hd +3mm nk. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a left hip revision due to periprosthetic fracture proximal medial femur. The fracture was cabled and a new stem head, and liner were implanted. It was reported no further information is available.